Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100a ventilator stopped oscillating while connected to a patient. The patient was immediately removed from the ventilator, provided positive pressure ventilation via a bag mask valve, and placed on another 3100a. The customer confirmed that there was no patient harm associated with the reported event.